Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer attempted a 180 series scope without an error. Tac recommended re-seating the maj-1933 communication cable between the cv-190/clv-190 unit. The b30-scope communication error was cleared after re-seating the cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a b30 scope communication error occurred with the evis exera iii xenon light source . There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Based on the information that the phenomenon was solved by reattaching maj-1933, it is concluded that the b30 scope communication error problem was caused by a poor connection of the cable. The cable was not firmly connected or foreign matter such as dust temporarily adhered to the electric contact part. The instructions for use (IFU) states: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor complaints for this device.